Manufacturer narrative:
Concomitant medical products: product ID: 407658, lead, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s system was replaced due to pocket infection. During the replacement procedure, laser was used to extract the leads. While extracting the leads, superior vena cava (svc) was dissected at the svc-atrial junction. The patient subsequently died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.